Event description:
Information received by medtronic indicated that the insulin pump had received a compromised force sensor system alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged a33 alarm. Unit received with a33 alarm during the basic occlusion test due to partially detached end cap. Unable to perform occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm and physical damage to case. Pump passed displacement test and rewind test. Pump history download using thds was successful. A33 confirmed was shown on down load report was on " (B)(6) 2021 00:03:38 alarm #33 ". The test p-cap/reservoir does lock into place. The following were noted during visual inspection: broken reservoir tube lip, broken belt clip slot, missing end cap sticker, stained address/serial number label and loose/protruded drive. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unit received with a33 alarm during the basic occlusion test due to partially detached end cap was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.